Event description:
Approximately five months post heartware implantation, the patient, who was otherwise well, experienced an unexpected alarm at home and became unconsciousness. At arrival at the emergency room, the physician started CPR and continued until arrival at hospital (approx. 2 hrs). At admission, the skin over the vad was noted to be warm and a skin burn was noticed. Active treatment was stopped and patient expired. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The controller and power sources were returned and tested by the heartware failure analysis laboratory. Failure analysis of the controller revealed a short circuit of the controller motor-drive components. This short was most likely a result of high power delivered to pump. Incidentally, four batteries failed functional testing due to faulty internal cell pairs. The battery failures were unrelated findings and it is not likely that these findings contributed to this reported event due to the controller functionality that "no power" alarms would sound and an event recorded in the logs if power were lost. Review of the manufacturing documentation confirmed that the products met requirements for release. Based on the clinical account, controller log analysis and simulated testing results, the mechanism that led to the vad stopping and subsequent patient burns is believed to be an electrical disruption (electrostatic discharge) of the pump motor controller (pmc) external ram memory, resulting in a software execution-path error. The ICD log indicated that the patient experienced ventricular tachycardia and ventricular fibrillation, and resuscitative efforts were made for approximately two hours without success. During this time, the pump was stopped, however voltage continued to be applied to try to increase the speed. As there would have been little or no blood flow through the pump, the heat produced could not be carried away from the pump. Consequently, the heat was dissipated directly into the cardiac and pericardial tissue surrounding the pump. Electrostatic discharge (esd) damage to the controller is a known event and is listed as a potential complication in the device labeling. A fsca (B)(4) was distributed to alert clinicians to the potential for electrostatic discharge (esd) and its potential to cause disruptive and possibly fatal faults and to provide recommended steps to avoid esd and educate patients. In (B)(4) 2014, heartware announced an expansion of the (B)(4) fsca and a recall of controllers within the affected controller serial number range (B)(4) - (B)(4). The controller at issue was within the affected serial number range.

Manufacturer narrative:
In addition, the site indicated that an interrogation of the patient's ICD revealed that the patient had had several episodes of fine vf starting at 12:35pm. The patient's ICD did not fire during these episodes since that function had been switched off in the weeks prior due to the patient having been repeatedly shocked prior to his ablation. This interrogation further revealed that the patient had been in a paced rhythm combined with very fine vf during the CPR. The ert had externally defibrillated the patient twice (at 12:49pm and 1:01pm) with 200 joules. CPR was continued for approximately two hours and active treatment was stopped at 2:05pm at which point the patient subsequently expired. The site reported that the vad was explanted post-mortem and revealed no evidence of thrombus. The site provided a post-mortem picture of the patient's left hemithorax showing a reddened area consistent with their report. An autopsy was performed that demonstrated deep charring of the tissues surrounding the vad that they felt was consistent with heat from the heartware device. The site reported that these internal burns were not thought to be the result of the patient's earlier ablation. The patient's cause of death was reported to be cardiac arrhythmia. Investigation is ongoing. The hvad pump was disposed by the site, therefore it is not available for analysis. Their attempts to find the pump have been unsuccessful. The patient's two controllers and four batteries are available for analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Product not available for return.